Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose. The caller stated that she had low blood glucose in the 30's mg/dl, and then after that she was really weak. The customer also stated that her tooth was infected and she did not know. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.